Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient faced an event on (B)(6) 2026, where tape fell down on the first day of use causing hyperglycemia treated by insulin pen.